Manufacturer narrative:
In follow up with the customer, she indicated that she did see a fire and that there was melting where the cord meets the transformer at the strain relief. She also indicated that no injuries were sustained as a result of the issue and that the replacement power supply is working without issue. Evaluation summary, for details of the analysis/evaluation performed on the power supply. In summary, a breach in the outer insulation of the cord at the strain relief was present and resulted in a short circuit which caused the cord to heat up and show signs of melting and discoloration. The customer reported witnessing a fire and, though uncertain, this cannot be refuted by the analysis/evaluation that was performed. CAPA (B)(4), approved on 11/18/2010, has been initiated for pump in style transformer overheating/melting issues. Any additional follow up actions will be established as a result of the CAPA process. Evaluation summary: a visual examination of the power supply revealed no deformation on the transformer housing. A visual examination of the cord revealed exposed wires (on the dc side, which does not pose an electrocution risk) and signs of melting on the outer insulation and discoloration around the exposed wires at the strain relief. There were no signs of fire or burning at the ac blades. The power supply was plugged in and the voltage across the dc plug was measured at 12.0vdc, which indicates that the power supply is working properly. No sparks, smoke or fire was observed while the power supply was plugged in. The resistance across the ac blades measured 60.7 ohms, which is normal and indicates that the thermal fuse did not blow. The resistance across the dc plug measured at 0.5 ohms, which indicates a short in the dc cord.

Event description:
The customer reported that the power supply for her pump got hot, "burst into flames," and melted.